Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents for the reported lot. It should be noted that the mitraclip system instructions for use (IFU) defines the intended use of the device for reconstruction of the insufficient mitral valve through tissue approximation. In this case, the user did not follow the IFU, as the mitraclip device was used to repair the tricuspid valve. A definitive cause for the clip caught in the chordae in the tricuspid valve could not be determined. In this case, it is possible that there was tension on the device resulting in the movement of the clip to the chordae; however, this cannot be definitively determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that during use with the clip delivery system (cds), the clip became caught in the chordae, and could not be removed. The clip was deployed in the chordae in order to remove the cds. It was reported that this was a mitraclip procedure to treat tricuspid valve regurgitation (tvr). Two clips were implanted with one on the septal/posterior leaflets and one on the septal/anterior leaflets. The third clip delivery system (cds) was advanced in an attempt to position the clip between the septal and posterior leaflets. During the first grasping attempt, resistance was noted and it was found that the clip was caught in the chordae of the posterior leaflet. An attempt was made to retract the clip back to the right atriu, but it was not possible. Several maneuvers were performed but were unsuccessful and the decision was made to deploy the clip in the chordae. After deployment, the clip was confirmed to be stable. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.